Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the sureform 45 stapler instrument misfired while the surgeon was using it. The procedure was completed with no reported injury.

Manufacturer narrative:
The sureform 45 black reload was found to have lodged staples wedged in between the reload knife track. Visual inspection confirms there are two lodged staples. The blade had progressed through the full firing trajectory, and the staples were located behind the blade's stopping point, which is a result of a force fire. There was minor blade damage to the knife, and minor cartridge damage caused in-house during staple removal. The blade was not expose upon receipt due to the force fire confirmed in the logs. The reload blade was found to have mechanical indentations. The reload cover was removed to allow access to the knife. Visual inspection found minor damage to the blade. There was no cartridge damage observed upon receipt. The cartridge was damaged in-house when attempting to remove the staples. The probable root cause of the firing failure can be attributed to various factors. A blade exposed icon and message will appear if the firing sequence is interrupted. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire.